Event description:
Healthcare professional reported left side and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings assessed as surgical damage additional observations: crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, d9, h3, h6.